Event description:
A physician reported that the tip of an aleutian an lordotic spreader disengaged during use. The procedure was successfully completed without delay and there was no adverse consequence to the patient.

Manufacturer narrative:
G3: aware date has been corrected from (B)(6)2020 to (B)(6) 2020.

Manufacturer narrative:
Visual analysis of the returned device showed that the distal tip of the spreader was disengaged from the main body. Device history records were reviewed for this lot and no relevant manufacturing issues were identified.  Complaint history was reviewed and no similar complaints for this lot were identified.   A non-conformance was initiated to investigate the root cause associated with this failure mode. The resulting investigation determined that the spreaders require single-piece construction per their drawings; however, the supplier manufactured the instruments as two-pieces (tip and shaft), welded together.  An urgent medical device recall letter was sent on (B)(6) 2020 to the affected customers, notifying them of the issue, with instructions pertaining to the removal and return of the product to stryker. The event captured in this report occurred (B)(6) 2020, prior to execution of the recall. The event was reported to stryker on (B)(6) 2020.

Event description:
A physician reported that the tip of an aleutian an lordotic spreader disengaged during use. The procedure was successfully completed without delay and there was no adverse consequence to the patient.

Event description:
A physician reported that the tip of an aleutian an lordotic spreader disengaged during use. The procedure was successfully completed without delay and there was no adverse consequence to the patient.